Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. .the following information was requested, but unavailable: could you please inform how many times did this issue has occurred? Uniformed. Could you please confirm if there had been consequence to patients for this issue (breakage suture)? If yes, no consequences. Could you please explain patient consequence? No consequences. Is it possible that in future dr. Will report the issues mention in this event description with other patients? For sure, it was guided. Could you please provide lot number? Uniformed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that sutures have broken frequently. There were no patient consequences reported. Additional information was requested.